Event description:
It was reported that during a routine ipg replacement the lead was diagnosed with high impedances. Effective therapy was restored post operatively. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.